Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The territory sales manager was informed by the patient care manager at the user facility that the visera video system center reportedly was found to have "no video signal" during maintenance. No patient injury or harm was reported. The equipment will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.